Event description:
It was reported that a spectrum iq infusion pump failed to alarm downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "no downstream occlusion alarm" was not reproduced. The device was sent for downstream occlusion testing and the device returned with passing results. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined however, the device sent to calibrations of the force sensor no tube and force sensor scale factor as preventive action. Should additional relevant information become available, a supplemental report will be submitted.